Manufacturer narrative:
Additional/updated information was added to reflect the device being returned to the manufacturer for evaluation. The result of the evaluation was that the control panel was not plugged in, causing the display panel lights not to function, which confirmed the original complaint issue.

Event description:
The display panel lights do not illuminate.

Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
The display panel lights do not illuminate.